Event description:
It was reported that, "the attachment collar disassociated from the handle and the bearings came out. No adverse consequence."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.